Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary: investigation flow: device interaction/functional. Visual inspection: the handle with mini quick coupling (product code: 311.01 & lot number: 5669861) was received at us cq for investigation. Visual inspection of the received device indicated that the tip of the device is deformed and piece is missing. Service & repair evaluation the customer reported that the devices are stuck together and won't separate. The repair technician reported that the device is seized/jammed, tip of the device is deformed and piece is missing. The reason for repair is coupler component. The item could not be serviced/reworked and will be sent to customer quality. The evaluation was confirmed. Functional test: during functional test it is observed that the device is seized/jammed. The complaint can be replicated with the returned device(s). Dimensional inspection: dimensional analysis is not performed as the internal components of the device are not accessible. Document/specification review since the exact manufactured date of the device was not identified, only the current revision was reviewed. Complaint was confirmed. Investigation conclusion: this complaint is confirmed for the received device as the device is seized/jammed, tip of the device is deformed and piece is missing. No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure 100673626 no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the item attachments were stuck together and wouldn't separate. It was unknown how the issue was discovered. It is unknown if there was patient involvement. Concomitant device reported: large quick coupling - pts device (part# 338.49; lot# unknown; quantity: 1). This report is for one (1) handle with mini quick coupling. This is report 3 of 3 for (B)(4).